Event description:
In 2005, the pt contacted lifescan alleging that her fast take meter was reading inaccurately erratic. The pt obtained results of 35 and 111 mg/dl on the reported meter within 10 minutes of each other; the readings were not precise. The customer care representative walked the pt through two consecutive control solution tests, which fell outside of the specified control solution range. The meter, test strips, and control solution were replaced. The complaint is reported due to the two failed quality control tests.